Manufacturer narrative:
A specific root cause could not be determined. It was assumed that a pre-analytical issue was the actual root cause for this issue. Possibly, the initial sample was not correctly handled, gel clots were in the sample, or bubbles were on the surface. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions which may have affected the quality of the sample. Based on the data provided, an instrument or reagent problem could be ruled out because calibration and qc were acceptable and the instrument was checked and was performing acceptably.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results for ureal urea/bun, gluc3 glucose hk, altl alanine aminotransferase, and astl aspartate aminotransferase for one patient sample. Of the data provided, only the results for glucose were a reportable malfunction. The initial result was 2 mg/dl and the repeat result on another cobas 6000 c (501) module was 119 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 21726101 with an expiration date of 05/31/2018. The field service representative could not find a cause. He performed mechanical and operational checks which all passed. The customer performed calibrations and qc which passed.